Event description:
The dentist reported that after a dental treatment of a patient involving a local anesthetic and relyx unicem aplicap, the patient experienced disturbances of the cardiovascular system. During the day, he developed the following symptoms per the dentist: dizziness, blurred vision, sweating, tachypnoe, and dyspnoe. According to the dentist, the patient left the office after the treatment and drove his car to his working place. From there he was brought into hospital because of the symptoms described above, as reported. According to the dentist, there were no ecd findings made in the hospital. The patient was reportedly administered an infusion therapy resolving the symptoms and discharged from hospital later the same day. Allergy testing for relyx unicem and the local anesthetic is planned by the dentist.

Manufacturer narrative:
Results and conclusions: device was not returned to 3m, therefore, no evaluation was conducted. No results or conclusions can be drawn. It is possible that the symptoms were caused by an allergic reaction. According to the dentist, the local anesthetic has been applied to the patient for the second time, and the first time no side effects had been observed. Relyx unicem aplicap has been used for the first time in the patient, per the dentist. Since it might be the case that the patient reacted allergically to the second exposure of the local anesthetic, it was suggested to include both products in an allergy testing.